Event description:
It was reported that the port was implanted in 2004. In 2005, the patient reported chest pain and discomfort. A chest x-ray w/ contrast medium was done and catheter was not visualized. An angiogram was done and catheter was confirmed present in heart and was removed. There were no reported patient complications.